Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and/or reassembling kit and tubing set; and verifying breast shield fit. During troubleshooting, no issues were found with the parts and the pump appeared to be fully charged. When the customer increased the suction level during troubleshooting from l1 to l10, she indicated that vacuum did not increase. A replacement device was sent to the customer and return of her original device was requested for testing/analysis. In follow up with a complaint handler on (B)(4) 2018, the customer indicated that she developed mastitis on (B)(6) 2018, for which she was prescribed an antibiotic. The customer also indicated that the mastitis was resolved and provided information that was confusing regarding which breast pump she was using, as she referenced a pump in style breast pump in her response. In additional follow up with the customer on (B)(6) 2018, the customer alleged that she was using the pump in style breast pump when she developed mastitis, not the sonata pump that she reported the suction issue with. The customer stated that there was nothing wrong with the pump in style pump. She indicated that she was a new mom, was pumping and breastfeeding and she had sore nipples from breastfeeding, was not massaging her breast as she should have been and was not pumping enough, all of which she believed were the cause of the mastitis. She confirmed that her pump in style breast pump was working well for her and that the mastitis was not caused by the pump. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her sonata breast pump had low suction and she had double mastitis, for which she was under the care of her physician, but which seemed to be clearing up.